Event description:
It was reported that a percuflex urinary diversion stent was to be used in a procedure. During unpacking, a small debris-like piece was found inside the packaging. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block b3: event date: approximated based on the date the manufacturer became aware of the event. Block h6: device code a180104 captures the reportable event of device foreign material present in device.

Manufacturer narrative:
Block b3: event date: approximated based on the date the manufacturer became aware of the event. Block h6: device code a180104 captures the reportable event of device foreign material present in device. Block h11: investigation analysis the returned urinary diversion ureteral stent with other parts of the kit and the pouch was analyzed, and during the inspection no damage was found, which did not confirm the reported event. Based on the most relevant information, the reported "device foreign material present in device", after visual, microscope and functional inspections in the complaint device, it was not possible to identify any evidence of either the alleged issue or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "device foreign material present in device" was defined in the risk documentation. Based on the results of the device evaluation, an investigation conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that a percuflex urinary diversion stent was to be used in a procedure. During unpacking, a small debris-like piece was found inside the packaging. The procedure was completed with another of the same device and there were no patient complications reported.